Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was experiencing intermittent stimulation (date of event is unknown). As a result, the patient underwent exploratory surgery on (B)(6) 2015 during which intra-operative testing revealed high impedances for the scs lead. The lead was explanted and replaced. Effective stimulation was restored with the surgical intervention. Lead information other than explant date and model number is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review it was determined this issue was already reported under 1627487-2015-01445. Please disregard this report.